Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2 detailed inquiry description 0061926202 - elmwood 0061923788 - baptist hey helga, above are the two lot numbers for the catheter trays we discussed yesterday. I am still trying to get the lot number from main campus. Just as a refresher - we have had 4 instances in the past two weeks of epidural catheters getting "stuck" during the removal process. On three of those occasions, the plastic covering eventually sheared, and varying amounts were possibly left in the patient. I can speak to the removal I was a part of, and it seemed like the spring wound coil was fully removed, but the last 2-3 cm was sheared off and not present. On the fourth occasion, the catheter was able to be removed but the blue tip was not present, and it was unclear as to whether the catheter was sheared or if the blue color had simply worn off from the tip. As I continue to discuss this issue with additional staff, almost all seem to agree that they feel there has been a noticeable difference in catheter quality over the past few months, at least.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two unopened samples were provided for evaluation. Upon visual inspection of the returned samples, no damage or kinks were observed. The catheters were then threaded through the needle with no difficulty. In addition, the catheters were attached to the connectors and pull tested per specification with passing results. The pitch of the returned samples was measured and found to be out of specification. The samples failed evaluation for pitch. Based on the data from the investigation, the reported defect was unable to be confirmed. The catheter from the retain sample was visually inspected and no damage or kinks were observed. The catheter was then threaded through the needle with no difficulty. In addition, the catheter was attached to the connector and pull tested per specification with passing results, and the coil was measured with passing results. An approved project is in place to further address issues with the pitch of the coil being out of specification, causing kinking and occlusion of catheters. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Event 4: blue tip missing- could be just paint that rubbed off??or maybe a retained tip date: unk product code: 332097. Lot number: 0061926202 - elmwood. Pt gender/age if available: unknown. Pt outcome: (required removal surgery, no intervention?)? Occurred on removal, no adverse outcomes, no additional interventions.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Initial report was noted to be event 2 for b. Braun medical internal report number 400663656. This has now been updated to b. Braun medical internal report number (B)(4).